Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine (50mg/ml at 21.052mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that on (B)(6) 2018, the patient had a refill of the pump and the drug concentration was changed. The hcp stated she programmed and updated the pump with the new drug information and a bridge bolus. The hcp stated she had a session data report showing this programming. The patient came back to the office (B)(6) 2018 due to the fact the pump was alarming and when she interrogated the pump, it showed an empty reservoir alarm and the drug concentration and dose were not updated to the new concentration. The last change date on the interrogation showed (B)(6) 2018. The hcp programmed a bridge bolus on (B)(6) 2018 and updated the drug concentration. It was noted that though the pump contained morphine 50mg/ml, the pump "dosed" morphine 25mg/ml at the old rate. Thus, the patient received more morphine than intended. The hcp stated the patient had no complaints. No symptoms were reported. There were no further complications reported at this time.